Event description:
The user received results for ft3 that do not meet the clinical picture for one pt. The pt had a thyroidectomy on (B) (6) 2008 and was treated with l-thyroxin 100 ug. Afterward, the ft3 recovered higher. All ft3 results are in pmol per l. The ft3 results prior to the surgery were 25.3 on (B) (6) 2008 and 7.49 on (B) (6) 2008. The ft3 results after the surgery were 6.30 on (B) (6) 2009, 8.50 on (B) (6) 2009, 9.07 on (B) (6) 2009 and 8.50 on (B) (6) 2009. No info was provided to determine if the pt was adversely affected.

Manufacturer narrative:
The investigation confirmed the values on the same sample with an ft3 result of 8.22. If additional info is received, appropriate notification will be provided.